Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit will not calibrate. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit. He inspected fo sensor receptacle, no damage found. Ran fo test and noted signal count and signal level readings lower than allowed. Used spare fo module to test and found same readings. Replaced fo jumper cable assembly, and repeated fo test several times. Test passed without issue and signal count and signal level readings now within spec. Performed functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer and cleared for clinical use.

Event description:
N/a.